Event description:
It was reported that the electrocardiogram (ECG) transmitted by the programmer link did not display the loss of capture that occurred during a capture threshold test. The patient is pacer-dependent and subsequently, the patient experienced dizziness. The physician performed the test again with an external ECG cable and successfully identified when loss of capture occurred. No additional intervention was performed to resolve the event and the patient was in stable condition.